Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff allegedly found a frayed cable on the pk dissecting forceps instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint of a frayed instrument cable was confirmed. For clarification, the instrument was found to have a frayed and broken cable at the distal clevis hub. The cable segment that contains the crimp still remained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.